Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones. Reportedly, the customers mother assisted by providing a manual insulin injection for the elevated (bg). Ultimately, the customer reverted to an alternate form of insulin therapy.